Event description:
I was reported that upon opening the kit, the clinician discovered that the introducer needle was poking through the inner package. As a result, a new kit was opened and used w/o issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.